Manufacturer narrative:
(B)(4). Date sent: 12/21/2020 d4: batch # t5e74y h6: component code = others (g07) device analysis: the analysis results showed that one gst60d reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, when severing lung tissue with gst60d, after fired, noted some staples malformed with irregular shape (with straight leg). Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.